Event description:
It was reported that a dexcom g7 sensor was placed and was providing readings to the mobile device, but the sensor would not pair with the ilet pump despite confirmation of the correct pairing code and a pump restart, and the user was instructed to disable phone bluetooth to facilitate pump connection. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included technical support troubleshooting and user education on bluetooth pairing steps. Investigation of this case revealed that sensor-to-pump communication was initially unsuccessful while the cgm continued to function on the phone, and readings later resumed according to the user. It was concluded that the event was a communication or pairing failure between the cgm and the pump without patient injury.